Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl with a trace amount of ketones due to multiple bent non-tandem infusion set cannulas. After changing out the infusion set multiple times, customer reverted to manual insulin injections to address bg. Customer resolved ketones with a correction of insulin. Customer declined to provide infusion set information.